Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory confirmed the patient had ventricular arrhythmias on the date they expired. The device sensed appropriately and good capture was confirmed via review of stored electrograms. This model device does not treat ventricular arrhythmias. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker had collapsed while moving boxes and subsequently expired. There was a concern the device was not operating appropriately. The local area field representative was contacted for additional information, however no further information was available. The device was returned for analysis.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker had collapsed while moving boxes and subsequently expired. There was a concern the device was not operating appropriately. The local area field representative was contacted for additional information, however no further information was available. The device was returned for analysis.